Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defect o2 mixer assembly msp160556 which was replaced. There was no patient or user harm.

Event description:
General complain from clinical team: ventilator makes wheezing noise during ventilation. Technician trouble shooting: 1. Noise was identified when fio2 was over 21%( oxygen is being used) during ventilation. 2. Hpo inlet filter checked and replaced. 'O2 mixer assembly block' and 'high pressure oxygen input connector for diss or nist adaptor' were realigned and adjusted. There's no improvement to the noise. 3. Possible faulty or leaking oxygen mixer block assembly caused the noise.